Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter, translated from chinese to english: during use of the product, blood leaked from the isolation plug; the affected quantity was 1 plug, the sample could not be returned, and a photo was provided; a green claim is required, a complaint response letter is required, and a complaint acceptance letter is required.

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed; however, the root cause could not be determined. One video was provided for investigation, which showed an 18g nexiva device that had been placed. The video showed blood leaking from the center of the septum. This type of leak can occur if the septum is damaged, which can occur if the needle is reinserted into the septum; however, the root cause could not be determined without the physical sample. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.